Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering eval observed that one of the instrument grips was completely broken off and missing. The grip had broken off at the cable crimp hole, leaving the cable crimp partially exposed. Biocompatibility testing was previously performed on a rep instrument that contained stainless steel and the tungsten carbide materials. The testing met the requirements of the FDA and iso 10993-1 standard for externally communicating devices having indirect blood path contact for limited contact duration. A list of the biocompatibility tests performed on the test instrument and results are as follows: test: cytoxicity study. Results: passed - materials were determined to be non-cytotoxic. Tests: irritation test: results: passed - no evidence of causing delayed dermal contact sensitization. Test: acute systemic toxicity. Results: passed - no mortality or evidence of systemic toxicity. Test: hemolysis study. Results: passed. Test: pyrogen study. Results: passed - materials were determined to be non-pyrogenic.

Event description:
It was reported that the tip of the large needle driver instrument broke off and fell inside of the pt. The broken tip was not retrieved. No pt harm, adverse outcome or injury was reported.